Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and 80% stenosed mid diagonal artery. An unspecified balloon catheter was used for pre-dilatation. A 2.25 x 12 mm xience alpine stent delivery system (sds) could not cross through a previously placed stent. A 2.25 x 18 mm xience alpine sds was advanced; however, there was interaction with the implanted stent and the stent dislodged. A snare device was advanced to retrieve the stent and the stent was removed from the diagonal vessel but when the snare device was removed from the anatomy, the stent was not on the snare. Angiography confirmed the stent was not in the patient. The physician is confident the stent is not in the left main or left anterior descending artery and is sure it is in the guiding catheter. The procedure was completed with balloon angioplasty. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.